Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was complete post-hysterectomy vault prolapse, latent stress urinary incontinence, voiding dysfunction, and past medical history of hypertension and osteoarthritis. The procedure performed was an anterior/posterior enterocele repair, suburethral sling, sacrospinous vault suspension using miya hook and operative cystoscopy. The patient underwent an additional procedure in (B)(6) 2007 for exposed mesh in the anterior vaginal wall. The procedure performed was an excision of exposed anterior vaginal mesh and cystoscopy. Medical history: hypertension. Osteoarthritis.